Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire was placed into the tip and the physician noticed the wire had pierced the lead body at the pigtail portion of the lead. In addition, the lead was broken with fracture and insulation damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the guidewire used in the field was not returned with the lead. The insulation and lead body damage allegations were confirmed based on observation of a puncture hole approx. 70mm from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. The fracture allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and x-ray inspection which showed no conductor issues. The prolonged surgery ar-impact code was addressed with the same as-analyzed coding as the insulation damage issue. The conclusion code was selected based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire inserted through the tip portion of the lead escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire was placed into the tip and the physician noticed the wire had pierced the lead body at the pigtail portion of the lead. In addition, the lead was broken with fracture and insulation damage. The lead was never in service. No adverse patient effects were reported.